Manufacturer narrative:
Product event summary: the pump and a segment of the associated outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported low flow event was confirmed via review of the controller log files which revealed a sudden decrease in power consumption on (B)(6)2019 to parameters below the normal operating range and two (2) low flow alarms recorded since(B)(6)2019 . Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned outflow graft revealed that the device passed visual examination. Internal pathological report revealed no evidence of thrombus within the device. There is no evidence of a malfunction that may have prevented the pump from performing as intended. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: model #: 1125 / serial or lot#: 17044097-0562 d10: yes, return date: 24-sep-2019 h3: yes dev rtn to MFR? Yes <(><<)>delete if no> h6: FDA results code(s): 213 h6: FDA method code(s): 10, 4112 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ outflow graft. Model #: 1125 / catalog #: 1125 / expiration date: 31-oct-2022 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 01-oct-2017. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted with a suspected ventricular assist device (vad) thrombus. The vad had low flow alarms with noted lower power below the normal range for the patient. The patient was emergently taken to the hospital and exhibited overt heart failure symptoms. Of note, the patient had been lost to follow-up for a few months due to personal factors. Upon admission, the international normalized ratio (inr) was 2.1 and lactate dehydrogenase (ldh) was 320 and an echocardiogram and computerized tomography (CT) was performed. It was suspected the occlusion was in the inflow cannula of the outflow graft. The patient underwent a heart transplant a week later. The vad and outflow graft were removed from service. No further patient complications have been reported as a result of this event.